Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407658 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced symptoms of dyspnea and fatigue. A review of the remote transmission did not provide clear indication of ventricular capture. In addition, the ventricular electrogram indicated either very high, or very low amplitude measurements. It was further reported that the patient was sent to the clinic for evaluation, and the patient had been in atrial fibrillation. A device check was done, and the device and leads were functioning normally. The device and rv lead remain in use. No patient complications have been reported as a result of this event.